Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2019, the patient received the following results within 10 minutes: 9.5 mmol/l (performa meter) and 5.0 mmol/l (lab result). On (B)(6) 2019, the patient received the following results within 10 minutes: 18.7 mmol/l(performa meter) and 8.0 mmol/l (lab result).